Event description:
It was reported that the patient jumped during capture threshold testing in the ventricle and atrium. No capture was observed in the ventricular at maximum output. The pace/sense portion of the lead was replaced.

Manufacturer narrative:
Na